Event description:
The facility reported a pump with a "bad battery." This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "bad battery" was confirmed as depleted main batteries during product evaluation. Inspection of the device found that the pump's main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.